Event description:
Philips received a complaint on the v60 device indicating that it has a problem with the brightness: impossible to change. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A remote service engineer evaluated the device with the customer and confirmed that the screen is dark despite adjusting the brightness to the maximum. It was recommended to replace the backlight board. The investigation is ongoing.

Manufacturer narrative:
E1. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
H10: a remote service engineer (rse) evaluated the device with the customer and confirmed that the screen was dark despite adjusting the brightness to the maximum level. The rse recommended replacing the backlight board. The rse sent a repair proposal and the complete procedure for the disassembly of the device to the customer, but the proposal has expired. The customer did not accept the proposal, and no onsite work order was generated. It is unknown what the outcome of the service event was. Multiple attempts have been made on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.